Event description:
It was reported that implantable cardioverter defibrillator system was explanted due to (B)(6) infection. It was further reported that the leads were infected. The riata lead was earlier capped on (B)(6) 2016. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.